Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The patient was being tested in preparation for surgery. The patient had a history of (B)(6) results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, arch hbsag, ln 6c36, that has similar products distributed in the u.s., arch hbsag, ln 1l80 and 4p53. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of quality testing and manufacturing records, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. A review of manufacturing and quality testing records showed no issues and clinical sensitivity testing of the lot showed acceptable performance. Tracking and trending showed no adverse trend for architect hbsag reagent lot 17263lf00. Labeling was reviewed and found to be adequate. Based on the investigation, no prodcut deficiency was identified.